Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (08/25/2014). The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on 8/13/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (10/08/2014). The lay user/patient¿s test strips have been returned on 08/26/2014 and evaluated by lifescan product analysis on 10/06/2014 with the following findings:the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch ultramini meter is giving inaccurate high reading of ¿369 mg/dl¿ compared to another meter reading of ¿176 mg/dl.¿ this complaint was classified based on the customer care advocate (cca) documentation. The patient manages his diabetes with self adjusting insulin. On (B)(6) 2014 at 5 pm, the patient received a reading of ¿369 mg/dl¿ on the subject meter and immediately was feeling shaking and sweating. Upon arrival, the emergency medical service team tested the patient at ¿176 mg/dl¿ on another and treated him with food/drink. During troubleshooting, the customer care advocated discovered the patient did not have the subject meter coded correctly (wrong calibration code). The unit of measurement was set correctly at the time of testing. The meter to other meter comparison was performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported because the patient required medical intervention for hypoglycemia after the patient received the alleged inaccurate high result on the subject meter. The lfs products were replaced and requested back for investigation.